Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that duplicate address error on cubie d0 in full height drawer 6. A field service engineer (fse) reseated the row cable, and the retractor band was replaced due to minor wear. The customer was able to clear the errors and successfully recover the drawer. All cubies were accounted for and properly loaded. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, duplicate address was detected. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.